Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient experienced an infection at the incision site. The patient was treated with antibiotics. The icm was explanted. No further patient complications have been reported as a result of this event.